Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had been deployed and therefore not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions and contrast media could be seen in the balloon and inflation lumen. Crimp markings are not as prominent due to the balloon previously receiving positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the non- calcified, 6mmsq in luminal area and 4mm x 5.75mm in diameter left main coronary artery. A 12 x 4.00mm promus premier¿ stent was advanced and implanted in the lesion. Then a 5.0x8mm nc quantum apex balloon catheter was used for post dilation of the stent at nominal pressure however it was noted that the mid portion of the recently implanted stent was fractured. Another 4.0x8mm promus premier¿ stent as implanted to cover the deformation of the first stent and the procedure was completed. No patient complications were reported and patient was fine. And safe.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the non- calcified, 6mmsq in luminal area and 4mm x 5.75mm in diameter left main coronary artery. A 12 x 4.00mm promus premier stent was advanced and implanted in the lesion. Then a 5.0x8mm nc quantum apex balloon catheter was used for post dilation of the stent at nominal pressure however it was noted that the mid portion of the recently implanted stent was fractured. Another 4.0x8mm promus premier stent as implanted to cover the deformation of the first stent and the procedure was completed. No patient complications were reported and patient was fine. And safe.